Manufacturer narrative:
The manufacture date was 04/08/2016-04/18/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual device was evaluated for the reported issue of the particulate matter. The device underwent a visual inspection and it noted that there was a thin piece of clear material on top of the sponge. The reported event was verified and the device did not meet product specifications. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event and therapy date were about two weeks prior to the date of this report. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a circle-shaped ¿super thin little piece of cellophane¿ on top of the sponge. The cap was not used and there was no damage to the packaging or other abnormalities noted. There was no patient injury or medical intervention associated with this event. No additional information is available.